Event description:
The third coil stretched. During coil embolization within a non-calcified/tortuous 7x8mm aneurysm, two orbit coils were placed without difficulty. During placement of third orbit coil, the coil stretched. This coil was removed and another orbit coil with the same microcatheter (prowler 14) used to complete the procedure. There was no adverse effect to the pt. Reportedly, the coil was withdrawn into the microcatheter without difficulty. During placement, 30% of the coil was out of the microcatheter. There was no resistance, when the coil was repositioned/withdrawn. Continuous flush was maintained within the microcatheter. Prior to use, the microcatheter was re-shaped using a mandrel. The coil was not out of the microcatheter, when the microcatheter was being repositioned.

Manufacturer narrative:
Based on the analysis of the returned product, which the coil was in the introducer and contained loose material appeared to be ptfe coating of the guidewire. This guidewire is being reported as malfunction. Reportedly, there was no resistance inserting the guidewire into the microcatheter. The guidewire was not re-shaped, prior to use. There were no abnormalities noted on the guidewire at anytime during the procedure or after its removal. Upon removal of the coil from the microcatheter, the coil was still attached to the gripper. The physician put the coil and guidewire together after the procedure. The product will not returned. Add'l info will be submitted within 30 days upon receipt. This is one of two products used on the same pt. MFR report# 1058196-2006-00177 & MFR report # 1058196-2006-00198.